Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coils that she put in my right side is just hanging out somewhere') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she could not get y right one put in properly so she just added another one". In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), medical device discomfort ("I still felt like my insides were being ripped out"), genital haemorrhage ("I bled for 7 months after"), pelvic pain ("lot of pain in right side "), back pain ("back pain"), arthralgia ("hip pain"), contusion ("huge bruise on my leg") and intentional device use issue ("multiple essure micro-inserts inserted in one fallopian tube"). The patient was treated with surgery (having hysterectomy by the end of this year). Essure was removed. At the time of the report, the fallopian tube perforation, medical device discomfort, pelvic pain, back pain, arthralgia, contusion and intentional device use issue outcome was unknown. The reporter considered arthralgia, back pain, contusion, fallopian tube perforation, genital haemorrhage, intentional device use issue, medical device discomfort and pelvic pain to be related to essure. The reporter commented: went for the proper test after and her tubes were blocked. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, back pain, contusion, fallopian tube perforation, genital hemorrhage, medical device discomfort and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coils that she put in my right side is just hanging out somewhere') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple essure micro-inserts inserted in one fallopian tube" and device difficult to use "she could not get y right one put in properly so she just added another one". In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), medical device pain ("I still felt like my insides were being ripped out"), genital haemorrhage ("I bled for 7 months after"), pelvic pain ("lot of pain in right side "), back pain ("back pain"), arthralgia ("hip pain") and contusion ("huge bruise on my leg"). The patient was treated with surgery (having hysterectomy by the end of this year). Essure was removed. At the time of the report, the fallopian tube perforation, medical device pain, pelvic pain, back pain, arthralgia and contusion outcome was unknown. The reporter considered arthralgia, back pain, contusion, fallopian tube perforation, genital haemorrhage, medical device pain and pelvic pain to be related to essure. The reporter commented: went for the proper test after and her tubes were blocked. Concerning the injuries reported in this case, the following one/ones were reported via social media: arthralgia, back pain, contusion, fallopian tube perforation, genital hemorrhage, medical device discomfort and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('my right tube is perforated with one of the two coils that she put in my right side is just hanging out somewhere') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "multiple essure micro-inserts inserted in one fallopian tube" and device difficult to use "she could not get y right one put in properly so she just added another one". In 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), medical device pain ("I still felt like my insides were being ripped out"), genital hemorrhage ("I bled for 7 months after"), pelvic pain ("lot of pain in right side "), back pain ("back pain"), arthralgia ("hip pain"), contusion ("huge bruise on my leg"), sciatica ("scitica pain") and paraesthesia ("brazzing feeling on right side "). The patient was treated with surgery (having hysterectomy by the end of this year). Essure was removed. At the time of the report, the fallopian tube perforation, medical device pain, pelvic pain, back pain, arthralgia, contusion, sciatica and paraesthesia outcome was unknown. The reporter considered arthralgia, back pain, contusion, fallopian tube perforation, genital hemorrhage, medical device pain, paraesthesia, pelvic pain and sciatica to be related to essure. The reporter commented: went for the proper test after and her tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Events tingling & sciatica pain were added. Patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.